Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that their husband had been in atrial fibrillation (af) and died, after being hospitalized earlier in the month. They were concerned that they: "thought this monitor was supposed to notify someone when something like this happened." Additional information related to the cause of death was requested and not received.